Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital today for routine generator change. A fluoroscopy revealed that the right atrial lead was dislodged which resulted in a sensing anomaly. The lead was capped and replaced on (B)(6) 2016 successfully. The patient did not experience any complications and was good condition.